Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, ubd: unknown, UDI: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no problem found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a functional endoscopic sinus surgery (fess) procedure. There was less than an hour delay, and no patient impact.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was difficulty tracking instruments. When the site inserted an instrument into the nasal cavity, the instrument tracking window displayed the instrument as red, and navigation did not follow the instrument. The patient tracker did not experience any tracking issues, and the instrument was verified without difficulty. Technical services confirmed that the instrument tracked correctly above the patient, and the issue was isolated to when the instrument entered the nasal cavity. It was noted that the table bed had metal components, which could have contributed to the tracking issue. Technical services recommended switching to a side emitter or placing a blanket/towel between the bed and flat emitter. It was unknown if there was a delay, and if there was patient impact.